Event description:
Medtronic received a report that a patient who underwent treatment on (B)(6) 2020 there was use of a balloon catheter for expansion of the flow divider. The patient experienced vascular damage, including vascular damage and perforation (not severe). Carotid-cavernous fistula (ccf) occurred due to the phenom induced mg, and although progress was observed, it did not disappear, so total vascular exclusion (tve) was performed after 4 months. This event was assessed as unable to rule out relatedness to the procedure. The patient was recovering as of (B)(6) 2022, when ccf remained a little in digital subtraction angiography (dsa), continuing follow up. The patient was undergoing surgery for treatment of a shape unruptured aneurysm in the left internal carotid artery (ica) c4 (cavernous sinus) with a max diameter of 9.7mm and a 7.9mm neck diameter. The dome diameter was 8.4mm. The aneurysm height was 6.3mm. Pru level was 271.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the adverse event "vascular damage including vascular injury and perforation" that occurred on the procedure date ((B)(6) 2020) was obtained as follows. - "arteriovenous fistula" was reported as an associated symptom of "vascular damage, including vascular damage and perforation" - physician's comment on "associated symptoms: arteriovenous fistula": although it was asymptomatic, there was a ccf (carotid cavernous sinus fistula) on the image. ·severe of "vascular damage including vascular damage and perforation": not severe ¿ changed to severe (may cause damage) - physician's comments regarding severe change: tve (transvenous embolization) was performed approximately 5 months later, so it was changed to severe. - physician's comment on the risk of disability: although it is asymptomatic, there is a possibility of symptoms at the time of onset, so it has been changed - physician's comment on the outcome: at this point, the ccf has almost disappeared in the final dsa on (B)(6) 2022. Originally ccf was asymptomatic. - physician's comments on the reported event "vascular damage including vascular damage and perforation (associated symptoms: arteriovenous fistula)": ccf almost disappeared in dsa on (B)(6) 2022. Ongoing follow-up. This was the final dsa and the aspirin was terminated at this point. No ccf was observed in the final MRI performed on (B)(6) 2023. There was no increase in the aneurysm, but the aneurysm remained. No further treatment was requested, and no follow-up examination was performed afterwards. Additional information regarding the 6-month post-procedure follow-up was obtained as follows. - on (B)(6) 2021, a tve was performed for ccf. The ccf that occurred during catheter operation prior to fd placement during the initial treatment was followed, but it was not occluded, so coil embolization was performed only for the external portion of the aneurysm using tve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported bleeding at the puncture site was noticeable, but fortunately, it resolved in less than a month without requiring transfusion or treatment. Mrs1 was recorded at discharge and 7 days post-procedure, and mrs0 was recorded during subsequent follow-ups. A ped2-425-25 was collected due to a defect. There was no reported malfunction with the device.